Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were estimated as 200 mg/dl, 300 mg/dl, and 197 mg/dl within 10 minutes. (Not within lifescan criteria for precision) no medical attention was received, no treatment was given. The customer care representative performed troubleshooting and twice the control solution test was not within range. C146, c145 (102-138). Based on the info obtained from the pt there is an indication the product malfunctioned. (Control solution) no indication the product led to a serious injury. The meter and test strips were replaced with return expected.